Event description:
I had essure medical device implanted for sterilization. I as well as tens of thousands of women are having abdominal pain, headaches, hair loss, exhausted, pain that buckles me over can't move just cry for hours. Feels like my insides are being ripped out as these could migrate and tear through my fallopian tubes and uterus.